Manufacturer narrative:
(B)(4). The device was manufactured between 11/21/13 and 11/24/13. As the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4). Same event as (B)(4).

Event description:
It was reported that a minicap with povidone-iodine solution had a connection issue with a transfer set. After peritoneal dialysis (pd) therapy, the home patient (hp) capped their transfer set. Approximately 30 minutes later, the minicap fell off while the hp was sitting down. The hp stated that no issues were noticed with the transfer set, which had been in use for approximately 3 months. The involved transfer set did not have to be replaced, and no further disconnections occurred when other minicaps from the same box where used. The hp confirmed that they did not do anything that may have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4 for this patient.